Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm long bipolar grasper instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Additional finding not related to customer reported complaint: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.3590¿ - 0.1820¿ in length and a axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use and identified parts of the black coating were frayed and torn. No wire was exposed and no signs of thermal damage was found. There was no loss of cautery associated with damaged cable and arcing was not observed.